Event description:
(B)(4) study. It was reported that a vessel dissection occurred. In (B)(6) 2013, the patient presented due to acute myocardial infarction and underwent cardiac catheterization. The 2.0x20mm, new, type c, concentric, 99% stenosed, diffused and bifurcated lesion contained under 45 degree bend was located in a mildly calcified distal left anterior descending (lad) artery. It was treated with pre-dilatation and placement of a 2.5x32mm promus element plus drug eluting stent at 7 atms. Then vessel dissection occurred at the distal end of the lesion and was treated with balloon dilation. Following post dilatation, residual stenosis was 0% with timi flow iii. The physician thought that the distal end of the lesion was smaller than the stent diameter and may have caused the dissection. The event was considered resolved on the same day. The patient was discharged 27 days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).